Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 535 mg/dl. Customer¿s current blood glucose level was 482 mg/dl. Customer declined troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed.the initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.

Manufacturer narrative:
The supplemental report was submitted without an aware date. The aware date for that report should have been (B)(4) 2019. The supplemental report also mentioned a correction in the incident date. However, that date was incorrect. The correct incident date was (B)(6) 2018.